Event description:
The customer reported experiencing failing t-uptake quality control (qc) results and prematurely empty follicle stimulating hormone (fsh) reagent packs. This report addresses the failing t-uptake qc results generated from an access 2 immunoassay system after the customer performed a passing t uptake calibration with lower than expected relative light units (rlus) for the sole, s0 calibrator used to calibrate the assay. Subsequent recalibration of the t-uptake assay on a new reagent pack produced s0 calibration results greater than one hundred forty thousand rlus. The customer was then able to obtain quality control results within their established limits. Beckman coulter inc. Customer technical support advised the customer to review patient data to ensure no erroneous results have been obtained as part of this event. The customer indicated that no patient results were associated with this event and hence there were no deaths, serious injuries or modifications to patient treatment associated with this event. Reagent share packing was suspected but not confirmed.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Customer support assessed the event via telephone communications. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2012-00038, 2122870-2012-00121.